Event description:
It was reported that the atrial lead exhibited unacceptable threshold and sensing anomaly. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Final analysis found normal lead characteristics.